Manufacturer narrative:
Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that during a routine follow-up, noise was observed. During a second follow-up, the noise was reproduced when the patient breathed deeply. Myopotential oversensing was observed. The lead was replaced, but the noise was still present. The device was then explanted and replaced. Patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.